Event description:
It was reported to nova biomedical, that a consumer received a result of 121 mg/dl on their blood glucose meter. The consumer immediately performed an add'l two more tests using the same meter and strips getting results of 189 mg/dl and 192 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.